Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: (B)(4)- battery / catalog number 1650de / expiration date: 30-jun-2017. Device available for evaluation: yes, device received by manufacturer on 26-sep-2017. Device evaluated by manufacturer: no, evaluation anticipated, but not yet begun. Device manaufacture date:04-jun-2016. Labeled for single use: no. (B)(4). (B)(4)- battery / catalog number 1650de / expiration date: 31-oct-2016. Device available for evaluation: yes, device received by manufacturer on 26-sep-2017. Device evaluated by manufacturer: no, evaluation anticipated, but not yet begun. Device manufacture date: 12-oct-2015. Labeled for single use: no. (B)(4). (B)(4)- battery / catalog number 1650de / expiration date: 31-oct-2016. Device available for evaluation: yes, device received by manufacturer on 26-sep-2017. Device evaluated by manufacturer: no, evaluation anticipated, but not yet begun. Device manufacture date: 21-oct-2015. Labeled for single use: no. (B)(4). (B)(4)- battery / catalog number 1650de / expiration date: 31-oct-2016. Device available for evaluation: yes, device received by manufacturer on 26-sep-2017. Device evaluated by manufacturer: no, evaluation anticipated, but not yet begun. Device manufacturer date: 21-oct-2015. Labeled for single use:no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that power switching occurred several times with all batteries. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product event summary: it was reported that the patient was experiencing power switching events. The controller (B)(4) and four batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files did not reveal any anomalies between the batteries and controller near to the reported event date. As a result the reported event could not be confirmed as the devices performed as expected and no instances of power switching were recorded. (B)(4), UDI# (B)(4) , 2017-09-15, device evaluated by MFR?: yes. (B)(4), UDI# (B)(4), 2017-09-15, device evaluated by MFR?: yes. (B)(4), UDI# (B)(4) , 2017-09-15, device evaluated by MFR?: yes. (B)(4), UDI# (B)(4), 2017-09-15, device evaluated by MFR?: yes. If information is provided in the future, a supplemental report will be issued.